Manufacturer narrative:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Event description:
It was reported that the customer received a button error alarm. Unable to perform troubleshooting. No additional information was provided.